Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, broken belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that the reservoir does not lock into place on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there was a long crack in the reservoir compartment. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.